Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited poor sensing and high capture thresholds. Multiple repositioning attempts were made but were unsuccessful. There was difficulty extending the helix after the repositioning attempts. The lead was removed and replaced. Patient was stable.